Event description:
Patient seen in office, found premature battery drain on pacemaker. Confirmed by bsc tech support. Recommends generator change within 90 days manufacturer response for pacemaker, l321 accolade el (per site reporter). Recommends generator change within 90 days.